Event description:
It was reported that high capture threshold with exit block and low sensing were noted. The pace/sense portion of the lead was capped. Defib remains active.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicated that the previously capped lead was explanted during a lead revision. Patients condition is fine.